Manufacturer narrative:
Device not received for evaluation.

Event description:
It was reported that during a tympanomastoidectomy procedure, the monitor was beeping after the use of electrocautery. This condition, in which the device is delivering additional audible indication, may be misunderstood by the user, posing increased risk of nerve injury. The procedure was completed successfully. There was no surgical delay, no medical intervention, and no adverse consequences.